Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# n150720, implanted: (B)(6) 2008, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had their implantable neurostimulator removed in 2011 due to normal battery depletion. The patient later noted that the device was removed because it was not working. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.